Manufacturer narrative:
Additional information was received that the cause of death was the patient's inability to overcome coagulopathy and acidosis. The physician mentioned that the valve function was good. No autopsy was performed. Patient weight was added to a4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Although a conclusive cause could not be determined from the limited information available, the frame under expansion and pvl were likely contributing causes. Paravalvular leak (pvl) is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available, but the frame under expansion was a likely contributing cause. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, a post-implant bav was performed to address the under expansion, but the patient¿s condition did not improve and a decision was made to implant a second valve. However, with the limited information available and no product analysis of the valve, a conclusive root cause could be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Update data: h6 - method code, results code, conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 26-jan-2022, UDI#: (B)(4), product analysis: the valves remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the patient became hypotensive as the guidewire and catheter crossed into the left ventricle. The patient made a slight recovery, therefore the implanting team decided to process. The delivery catheter system (dcs) and the valve were inserted. The patient became hypotensive again. The valve was deployed and cardiopulmonary resuscitation (CPR) was initiated. The valve was reported to have been slightly under-expanded, therefore a post implant balloon aortic valvuloplasty (bav) was performed using a 25 mm non-medtronic balloon. The patient did not recover and CPR continued. The implanting team discussed and determined there could be potential paravalvular leak (pvl) contributing to the patient's decompensation. The severity of the pvl was not able to be determined due to the poor angiography performed and the limited echocardiogram as chest compressions were being performed. A larger, 34 mm valve was implanted inside the previous valve in an attempt to seal any possible pvl. It was noted by echocardiogram at this time that there was no pvl. The patient was put on extracorporeal membrane oxygenation (ECMO) and left the operating room with ECMO support. The patient was taken off ECMO the evening of the valve implant and died. The cause of death was not reported.